Event description:
It was reported that the patient presented for an explant procedure of the left ventricular (lv) lead due to tissue growth on the lv lead originating from a competitor's lead. The lv lead also exhibited failure to capture. The lv lead was explanted and replaced. The patient was in stable condition.